Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the ac connector power jack in the controller appears to be dislodged and loose inside the controller. The battery remains installed. Battery voltage was measured prior to analysis= 4.596. Upon opening the back panel, the connector power jack was resting loose inside the controller adjacent to the pcba. Visual inspection of the connector power jack shows terminal 1 is bent. Terminal 2 appears to have been broken with the foot remaining attached to the surface pad. Excessive, inadvertent force may have contributed to this breakage. Inadvertent force appears to have dislodged terminal 2 pushing it within the j1 housing. A torn layer of surface finish remains attached to the bottom of the terminal 3. It was reported that the charging port of the cuff controller was dislodged. The reported issue was confirmed. The most likely cause was the dislodged j1 component may be associated with excessive, inadvertent force and/or tension used to insert or unplug the adapter into the power jack. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from FDA's 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H9: z-2651-2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the charging port of the cuff controller was dislodged. There was no patient involvement.